Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. The patient was brought in clinic and the rv lead was explanted. During explant, insulation damage was observed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching all the cable and inner coil lumens at the proximal region of the lead. The ethylene tetrafluoroethylene (etfe) cable coating of all the cables were undamaged while the polytetrafluoroethylene (ptfe) liner was abraded in this location. The reported events of noise and insulation anomaly were confirmed. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.